Event description:
It was reported that the patient had been experiencing voice alteration since their initial implant surgery that gets worse with stimulation due to electrode placement on the nerve being lower than usual and should have been placed 2 finger widths higher. This information was reiterated at the patient's battery replacement on (B)(6) 2021. The patient later had a full revision on (B)(6) 2024, where it was noted that the old electrode was placed around vertebrae c6/c7, close to the clavicle. The generator was replaced prophylactically, and the lead was replaced due to the voice alteration and placed at a better location on the nerve. The explanted suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿voice alteration¿ is not available.